Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the gamma4 long nail had fractured near the lag screw hole. Consequently, a revision surgery is scheduled to remove the gamma4 long, reinsert the nail, and add a plate.